Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp helix became stretched. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.